Event description:
At about 2 months from the primary, the patient came in due to an infection and instability and the pathogen is unknown. The surgeon performed a washout and upsized the poly for patient stability (from 17 mm to 20 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 5 december 2025 gmk-hinge 02.09.0317h gmk-hinge tibial insert - size3 - 17 mm (k130299) lot 2304488: (B)(4) items manufactured and released on 15-jun-2023. Expiration date: 28-may-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.